Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported stretched was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Factors that may contribute to a guide wire detachment include but no limited to device interactions, anatomical conditions or inadvertent mishandling during the procedure. In this case, it is possible that while pulling back the guide wire inadvertent mishandling resulted in the reported detachment; however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a non-complex lesion in the left anterior descending coronary artery. A hi-torque balance middleweight universal ii guide wire was advanced without any resistance. While pulling back the guide wire for placement in the patient anatomy, no unusual movement was noted; however, the coils stretched and detached from the guide wire core. The loose tip coils were captured within the unspecified catheter, and the guide wire core and tip coils were jointly retrieved from the patient anatomy within the catheter. It was confirmed that no part of the guide wire remained in the patient anatomy. The procedure was completed with another unspecified guide wire. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.